Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric sleeve, the anesthesiologist perforated the stomach. Sales rep was present during the case. Bougie was working fine. Anatomy was a little complicated. When the anes. Reinserted the device, he perforated the stomach. They are not alleging any issues with the device. The surgeon was not comfortable with the anesthesiologist because he was new. The surgeon claims it was due to the anesthesiologist. No leaks or bleeding over 500cc. Perforation right on the staple line. No leaks when dye test was done. It took a little longer to complete the case, under 30 min, max 20min. The patient is stable.

Event description:
According to the reporter: surgeon had a perforation with a less experienced anesthesiologist inserting the gastrisail device. The tube is rigid and the anesthesiologist perforated the stomach during insertion/manipulation. The perforation occurred when repositioning the sail. The perforation was on the posterior gastric wall. It was noted right away; however, he did not see the tube come through, but he did see the serosa tear. The serosal tear was repaired in 2 layers and was closed with v-loc and 2 silk sutures. Once he stapled the gastric sleeve, he was able to get the perforation on the outside of the staple line. In the end it was not a big deal and did not cause the patient issues. He was able to fire the staples in the way he wanted. He made the staple line a little tighter. The male patient has been seen in the office and doing fine. When asked what was responsible for the device perforation? He stated he believes it is a combination of things, specifically orientation of the device and he personally thinks it is an experience issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. No visual abnormalities were noted. The battery was replaced with a new one and the lights activated. Engineering determined the device functioned as designed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.